Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 180 mg/dl. Customer reported that the after alarmed buttons were unresponsive. Customer reported that they unable to try the insulin pump with remote. Customer was unable to clear the insulin pump error alarm. Customer was assisted with troubleshooting. The customer was advised to revert to health care professional until they get replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify frozen screen and keypad unresponsive/button error alarm due to critical pump error alarm noted.